Event description:
The patient experienced "overdose"; became unresponsive and collapsed within minutes of refill/programming update. The patient was admitted to the emergency room the patient had been receiving fentanyl 12,200.4 mcg/ml at a rate 2851 mcg/day. The pump also contains baclofen 1006.4 mcg/ml. The concentration was changed to fentanyl 12,419.7 mcg/day at a rate of 2900 mcg/day. The patient responded to narcan 0.4 mg in the ER and was therefore admitted to the hospital for evaluation and continued narcan administration. A bridge bolus had been performed at refill; calculations were confirmed and actual volume=expected volume. Pump was programmed to stopped pump 3 hours after refill/update; bolus was cancelled, reservoir aspirated of 13 ml; discarded drug and filled pump with saline. Volume infused in 3 hours was 0.028 ml; remaining volume with "old drug" was 0.419 ml. A volume discrepancy of 5 ml was observed. A pump malfunction causing overinfusion and partial pocket fill were bing considered as possible causes of symptoms. "Pump will be evaluated 5/2006 in radiology, as well as catheter which appears to be original from 1998 implant. Currently patient remains hospitalized and is stable".